Event description:
Note: this report pertains to one of three complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-03441 addresses the first rotatable snare, manufacturer report # 3005099803-2013-03443 addressed the second rotatable snare, while manufacturer report # 3005099803-2013-03444 addresses the third rotatable snare. It was reported to boston scientific corporation on (B)(4) 2013 that three rotatable medium oval snares were used during a polypectomy procedure in the colon on (B)(6) 2013. According to the complainant, during the procedure, the first snare was placed around the polyp. When current was applied to the snare, the snare loop snapped, near where it exits the sheath. The snare was removed from the patient and another rotatable snare and placed around the polyp; however, again, when current was applied the snare loop wire snapped. The second snare was removed from the patient and a third snare was opened and placed around the polyp. Current was applied and the snare was able to remove the polyp successfully. The third snare was then placed on a second polyp, and when current was applied the snare wire snapped again. The device was removed from the patient and a fourth rotatable snare was used to complete the procedure without any further difficulty. It was reported that nothing detached inside the patient during the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information: the settings on the non-bsc generator were set at 40 watts for coagulation and 25 watts for cutting. The snares had been inspected prior to use and no anomalies were noted.

Manufacturer narrative:
Investigation results: visual evaluation of the complaint device found the loop burned and broken. Functional analysis of the device could not be performed due to this damage. The complaint was confirmed. This failure likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4) for the reported event: snare loop broke. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of three complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-03441 addresses the first rotatable snare, manufacturer report # 3005099803-2013-03443 addressed the second rotatable snare, while manufacturer report # 3005099803-2013-03444 addresses the third rotatable snare. It was reported to boston scientific corporation on (B)(4) 2013 that three rotatable medium oval snares were used during a polypectomy procedure in the colon on (B)(6) 2013. According to the complainant, during the procedure, the first snare was placed around the polyp. When current was applied to the snare, the snare loop snapped, near where it exits the sheath. The snare was removed from the patient and another rotatable snare and placed around the polyp; however, again, when current was applied the snare loop wire snapped. The second snare was removed from the patient and a third snare was opened and placed around the polyp. Current was applied and the snare was able to remove the polyp successfully. The third snare was then placed on a second polyp, and when current was applied the snare wire snapped again. The device was removed from the patient and a fourth rotatable snare was used to complete the procedure without any further difficulty. It was reported that nothing detached inside the patient during the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.